Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the after wearing the pod on the abdomen between 4 and 24 hours, the site was infected, purulent and the blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl). The patient contacted the health care practitioner (hcp) over the phone, who prescribed antibiotics (amoxicillin).